Manufacturer narrative:
On 11/04/2015 a medtronic representative, following-up at the site, indicate the washer was broken and teeth damaged. Return requested for spinous process tall clamp. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon damaged their tall spinous process clamp when removing it from the spine. No further details regarding the damage, or how it occurred, were provided. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.